Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest procedural factors (placement of a round sapien 3 valve in an oval ring with a medial opening and surrounded by valvular tissue) may have contributed to the post tvir pvl and subsequent placement of a vsd device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: naeim, hesham a.; abuelatta, reda; alharach, rifaat; elhaj, abderrahman; alsuwayh, abdulaziz; and azmi, mohamed (2020) 'percutaneous tricuspid valve in failed annuloplasty ring and paravalvular leak closure for mechanical aortic valve- a case report,' journal of the saudi heart association: vol. 32 : iss. 4 , article 2. Available at: https://doi.org/10.37616/2212-5043.1141. Device remains implanted in patient.

Event description:
As reported by our affiliate in (B)(6) and through an article: 'percutaneous tricuspid valve in failed annuloplasty ring and paravalvular leak closure for mechanical aortic valve - a case report', a 29mm sapien 3 valve was deployed in a failing tricuspid valve (tv) surgical ring during an off-label valve in ring procedure. The surgical ring was failing due to severe tricuspid regurgitation. After valve deployment, significant tv paravalvular leak (pvl) was noted. The sapien 3 valve was re-inflated. Residual tv pvl was still present. To eliminate the pvl, the defect was crossed and a muscular vsd (ventricular septal defect) device was deployed between the tv ring and the sapien 3 valve. After a year follow up tte showed the tricuspid bioprosthesis had normal function with no leak.